Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
The customer reported the presence of "dirt" in specific areas of their cobas 8800 system. A local field service engineer went onsite and performed the processing head tightness check, which failed at several positions. The "dirt" was identified as liquid waste droplets on the processing module deck, heating station, and separation station. No erroneous or invalid results were reported, and no harm or injury was indicated.

Manufacturer narrative:
The cause of the tightness check failures was solved at the customer site by replacing the stop discs and o-rings. On (B)(6) 2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).